Event description:
Based on additional information received on 04-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This unsolicited case from united states was received on 04-dec-2017 from other non health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the same day the patient complained that knees feel swollen and stiff. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the 6 ml (lot number: 7rsl021; and expiration date: not reported) for osteoarthritis (oa) knee pain bilaterally. The same day, the patient complained that knees feel swollen and stiff. The physician prescribed ice and rest. Patient called back next morning saying ice and ibuprofen were not working. Patient was prescribed steroid dose pack. Corrective treatment: ice, rest, ibuprofen and steroid dose pack for knees feel swollen and knees feel stiff; not reported for device malfunction. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events. Additional information was received on 04-dec-2017 and 16-dec-2017 (both information processed together with clock start date of 04-dec-2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment dated 4-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee swelling and stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 04-dec-2017 from other non health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and the same day the patient complained that knees feel swollen and stiff. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the 6 ml (lot number: 7rsl021; and expiration date: not reported) for osteoarthritis (oa) knee pain bilaterally. The same day, the patient complained that knees feel swollen and stiff. The physician prescribed ice and rest. Patient called back next morning saying ice and ibuprofen were not working. Patient was prescribed steroid dose pack. Corrective treatment: ice, rest, ibuprofen and steroid dose pack for both. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both.